Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was very uncomfortable and it hurt to urinate or have a bowel movement. The patient thought the device was causing the discomfort. It was noted the discomfort started after the patient had a hysterectomy a week before the report. It was noted the stim was on and on program 3 at 4.1. The patient tried to move the stim to where they were feeling something but then decreased stim to 3 while on the call and was unable to tell if the discomfort had improved since they had just gone to the bathroom. The patient stated the device was working so good before. The patient was redirected to their healthcare provider. No further complications were reported.